Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit was received with no reservoir in the reservoir compartment. Unit had constant motor error alarm during the rewind test due to broken motor slide tip and damaged motor threads on the motor assembly. Damage to the motor slide tip and on motor threads on the motor assembly causing the motor to remain stuck; not allowing the pump to rewind and alarming motor error. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test due to constant motor error alarm. Using a test motor and cleared the motor error alarm in order to perform the carelink download. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 465 mg/dl and current blood glucose level was 120 mg/dl. The customer was treated with insulin drip, food. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no reservoir in the reservoir compartment. Device had constant motor error alarm during the rewind test due to broken motor slide tip and damaged motor threads on the motor assembly. Damage to the motor slide tip and on motor threads on the motor assembly causing the motor to remain stuck; not allowing the pump to rewind and alarming motor error. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to constant motor error alarm. Using a test motor and cleared the motor error alarm in order to perform the carelink download. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.